Event description:
The pt was initially treated with two cypher stents. Two and a half months after the procedure, the lesion treated with the 2.5x23mm cypher was totally occluded. It was treated with a mini vision stent.

Manufacturer narrative:
This product is not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.